Manufacturer narrative:
Analysis of the programmer was able to confirm the customer comment that the touchscreen did not respond to any input, the screen was scratched, and the cursor would not move. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen did not respond to any input. There was no patient involvement.